Event description:
It was reported that the patient was seen with an infection in the region of the incision of the left vagus nerve. The electrode was removed during the surgical procedure and an anti-adherent was placed on the left vagus nerve after removal. It was disconnected from the generator, and later the generator was re-implanted in the same position. It was stated that the medical team would treat the infection including antibiotics before surgery to implant a new electrode. It was later reported that the patient was fully re-implanted. No additional relevant information has been received to date. Device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.

Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Manufacturer narrative:
B5, describe event or problem, corrected data: initial report inadvertently submitted without device history record. H6, adverse event problem codes, corrected data: initial report inadvertently submitted without matching type of investigation code.

Event description:
A review of device history records showed that the device passed quality control inspection and was sterilized prior to distribution.

Event description:
It was further reported that the infection was observed clinically at the implant site of the left vagus nerve. The physician did not specify a definitive cause beyond the presence of infection. There was no evidence of patient manipulation (ex: picking or twiddling), external factors, or mechanical issues with the device. Although the patient's generator remained implanted during the initial lead removal, it was later replaced as a precautionary measure to ensure complete resolution of infection risk and to implant a new system with the new lead.